Event description:
Patient reports her spike was leaking from vial. Recommended that patient replace spike from vial of remodulin. Patient has not missed any medication. No further information provided. Lot number not available. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.